Event description:
Heart mate 3 patient admitted with low flow alarms on (B)(6) 2025 CT chest reveals hypovascular material that becomes more prominent superiorly on the outflow graft near the junction of the aorta. (Lactate dehydrogenase) ldh 287, haptoglobin 167, plasmas free 50. Patient required a stent to the outflow graft and is now receiving adequate flow.